Event description:
Report rec'd from an abbott affiliate which states, "a pt called them (the institution) this a.m. Indicating that the IV bag of an aim pump IV set was inflated with air: one-half air and one-half fluid. Pt was instructed to shut off the pump and come to the institution to have a brand new setup installed on the aim plus pump. No air was infused into the pt. The IV tubing and pump setup was placed inside a trasportation bag at all times. Pump did not alarm to indicate air. Assume that the air alarm was removed since the setup had an air eliminating filter." Further info rec'd states that the pt had been on the IV therapy for 12 hours. The pt was to receive cefazolin 3 grams. The aim plus pump was set to provide the pt with 1g/8hrs with a background rate-tkvo. It was reported that the cassette was constructed upside down so the pump was actually pumping into the IV bag. There was a 12 hour delay before the IV fluids were resumed. The pt did not suffer any harm except that the pt was deprived of the antibiotic for 12 hours. The IV therapy was resumed and the pt returned home. Although requested, no additional info was provided.